Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing leaks around the adhesive. Caller reported the adhesive was quite damp and the bottom half of the adhesive is wet. No adverse event reported. Requested return of the alleged device for evaluation.